Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was partially stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure, the hex wrench used could not fit into the device set-screw. Malfunction was alleged on the device and a new device was used to complete the procedure. The patient was stable throughout.